Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. A follow-up MDR will be submitted if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice (hc) during dwell 4 of 6. Technical service representative (tsr) explained the alarm to the home patient (hp) and helped the hp to clear the error. Per care giver (cg) no leaks or disconnects were found on the setup. Two of the supply bags were empty. The heater and final bag still had fluid. The cg would disconnect the hp for then and call peritoneal dialysis registered nurse (pd rn) in the morning for further instructions on completing therapy. The samples are not available for evaluation. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.